Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor reading are not correct. This is the second sensor today. The sensor glucose is 58 and blood glucose is 135 mg/dl. Discussed the sensor glucose and blood glucose troubleshooting. The sensor was inserted for four hours. Advised the customer to give the sensor time to stabilize with calibrations. Assisted customer with calibrations and sensor was trending toward the direction of blood glucose. Nothing further reported.